Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device was no help for urine or bowel and they recently turned it off and are still having bowel problems. Patient reportedly wears pads. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient didn't think their implant was working because they were having a lot of urinary problems. Patient stated they had to self-catheterize. Patient stated the implant was originally implanted for bowel, but never really did anything. Patient was calling to make sure the ins was off, it was confirmed that it was already off. Patient was instructed to call back if they needed healthcare provider listings or further assistance. No further complications were reported or anticipated.